Event description:
Reporter calling, stating they are concerned that "recalled" saline flushes used on their mother caused her to contract a legionella bacterial infection that ultimately resulted in her death. Reporter states on (B)(6) 2023, their mother was admitted to the hospital for "decreased heart rate" and was eventually discharged home on (B)(6) 2023, with oral and intravenous medications, and saline flushes. Reporter states the next day, (B)(6) 2023, their mother was very ill at home, with difficulty urinating, diarrhea, and confusion and was readmitted to the hospital. Reporter states on (B)(6) 2023, during hospitalization, their mother was diagnosed with sepsis, pneumonia, and legionella infection. Reporter states the cause of the legionella infection was confusing to their mother's medical team, and the cause was never specifically determined. Reporter states their mother was eventually discharged but over the course of the next two months, she experienced ongoing infections and illness with repeated hospitalizations and discharges, and after discharge continued to receive intravenous medications at home, including saline flushes as part of her routine care. Reporter states that their mother eventually passed away on (B)(6) 2023. Reporter states they recently received a letter about "recalled" saline flushes however reporter states they no longer have this letter. Reporter states they are concerned that the use of recalled saline flushes caused their mother to contract legionella infection and eventually die. Reporter states they have tried contacting the hospital for more information, but their attempts to obtain more information have so far been unsuccessful.